Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working outlets, tandem charging equipment, and alternative cables and adapters. There was no reported impact to the customer¿s blood glucose level. Customer was instructed on battery best practices, advised to monitor system, and was provided replacement pump under warranty while using multiple daily injections as backup insulin therapy, with instructions to transfer pump settings, reconnect continuous glucose monitor, allow old pump battery to fully deplete, and return malfunctioning pump using prepaid label.